Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device "vent service required" error codes were found. The internal battery was replaced to address the reported issue. In addition, the inlet air path assembly and removable air path foam were replaced precautionary, unrelated to the reportable malfunction.